Manufacturer narrative:
Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The system logs confirm that a partial fire occurred with a gray stapler 30 reload installed on a curved-tip stapler 30 instrument (part #470530-05; serial # (B)(4)). The stapler firing failed at 27% completion. It was the 9th firing of the stapler 30 instrument during the surgical procedure. It is unknown if the clip was caught on the stapler 30 reload before or after the alleged stapling partial fire occurred. The user manual for the sureform stapler 60 instrument provides the following general warnings and cautions: ¿warning: remove any loose staples, needles or metal clips from between instrument jaws and from the surrounding target tissue before and after stapling.¿ ¿warning: make sure that no obstructions (such as clips, staples, bone or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples.¿ this complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the surgeon allegedly encountered a partial fire during an attempt to fire a stapler 30 reload with a curved-tip stapler 30 instrument. As a result of the alleged stapling partial fire, the patient experienced bleeding. In order to control the bleeding, the case was converted to open surgery. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument did not complete the stapling process with a gray stapler 30 reload installed. During the reported event, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) for assistance. The tse reviewed the site¿s system logs and identified an error #22030 which is generated when the system detects a stapler failure. The surgical staff believed that the stapling issue occurred as a result of the surgeon attempting to staple across a clip. The surgical procedure was converted to open surgery with no reported injury. On 07/24/2019, isi contacted the csr and obtained the following additional information regarding the reported event: the target tissue, a pulmonary vein, had ¿normal integrity with abnormal upper lobe anatomy.¿ the patient had not undergone previous chemotherapy or radiation treatments. The tissue did not appear to be too thick. There were no clamping issues prior to the alleged partial stapling fire. There was no tissue bunching between the jaws of the curved-tip stapler 30 instrument. The alleged stapling misfire occurred during the first attempted fire from the stapler instrument. It was reported that the surgeon had placed a clip on the anatomy prior to firing the stapler instrument. After the alleged stapling partial fire occurred, the surgeon had to clamp down on tissue using the curved-tip stapler 30 instrument in order to achieve hemostasis. As a result of the bleeding, visibility of the surgical field was diminished. Due to the diminished visibility and in order to control the bleeding, the surgeon made the decision to convert to open surgery. The estimated blood loss (ebl) from the event was 500 ml. The csr did not know if the staple line required any repair. After the case was completed via open surgery, it was noted that a clip was caught on the stapler 30 reload. However, the surgeon believes the clip was not in between the jaws of the instrument prior to attempting to fire the stapler 30 reload. The surgeon claimed that the clip likely got caught on the stapler 30 reload after the alleged stapling partial fire event occurred. The surgeon believes that the clip likely got caught on the stapler 30 reload during attempts to clamp down on tissue with the curved-tip stapler 30 instrument. The patient experienced post-operative pneumonia. However, the patient reportedly had a mild upper respiratory infection (uri) a week before the case. The surgeon does not think the post-operative pneumonia was related to the surgical procedure. There is no video recording of the surgical procedure.